Event description:
It was reported that "aflibercept" leaked from between the bd phaseal¿ protector p14j and the upside-down vial while drawing up the chemo during use. The following information was provided by the initial reporter, translated from japanese to english: "hcp placed the vial upside-down and when drawing chemo(aflibercept), it leaked from between the vial an the protector. Hcp used assembly fixture when connecting."

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial off center, resulting in a poor connection. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, we were not able to identify a root cause related to our manufacturing process. It is likely the leak occurred as the protector was attached at an incline. The protector must be attached completely vertical, using the m12 assembly fixture in a slow and consistent manner to ease the connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "aflibercept" leaked from between the bd phaseal protector p14j and the upside-down vial while drawing up the chemo during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp placed the vial upside-down and when drawing chemo(aflibercept), it leaked from between the vial an the protector. Hcp used assembly fixture when connecting."